Event description:
The fse reported that the collimator iris remained closed down. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated the collimator connections and performed a collimator calibration. The system operates as intended.